Event description:
It was reported that the customer was hospitalized with high blood sugars. Technician began troubleshooting but the nurse said she will have someone callback who is more familiar with the pump.